Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to customer¿s blood glucose (bg) level. Customer stated they did not know their bg level at the time of the reported issue. Multiple follow up attempts were made to confirm if new cartridge was able to be loaded; however, no response from the customer was received.